Event description:
It was reported that during a post-operative check device testing was performed. While performed the test pacing rates were lowered, however, the patient experienced prolonged bradycardia as a result of the programmer freezing while attempting to re-program the leadless pacemaker back to previous settings. To resolve, the link module was re-connected, and the session was manually re-started. The device was then able to be re-reprogrammed back to normal pacing rates. The patient was stable.